Event description:
Senseonics was made aware of an instance where the patient had an hyperglycemia event. Eversense reported a value of 71 mg/dl where as blood glucose meter reported 270 mg/dl. No further information is available at the time of this report.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The date and time of the event is unclear and blood glucose (bg) and sensor glucose (sg) value discrepancy described by customer were not entered into the system. The sensor was received for investigation. In-vitro investigation showed that the sensor had damaged or missing hydrogel. The potential root cause of the issue is hence damage to the hydrogel likely during insertion procedure. The sensor did not communicate during entire in-vitro qc test which is an indication of damage to electronics (asic) inside sensor. Investigation did find that system's failsafe mechanism repeatedly triggered sensor suspend, sensor check alerts, detected lack of glucose response from the sensor and eventually triggered sensor replacement alert few days after event awareness date. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.